Manufacturer narrative:
The last reminder was sent on 2019-11-06. Response received on 2019-11-06. As stated by the sales and service unit the customer did not open a repair request. Therefore no service/ repair was performed. Two months later a new complaint regarding that device was opened (refer to complaint tw#(B)(4)). According to that case the rotary know was defective. That behavior could not led to a pump stop. Therefore tw#(B)(4) was not reportable. The review of the device history record (DHR, reviewed on 2019-08-15) could not indicate any abnormalities. Since no malfunction or nonconformity could be observed, the failure could not be confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required.

Event description:
Trackwise# (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
At support initiation, cardiohelp had no forward flow. Customer placed hls module in emergency drive for three minutes, rebooted cardiohelp, hls module reseated in main drive and forward flow achieved. Patient was not harmed. (B)(4).